Manufacturer narrative:
Visual inspection of the pacemaker revealed that all seal plugs were missing from the device and dried body fluid was present in the device header. Visual inspection of the lead barrels and inner seal rings noted no irregularities. All setscrews moved freely and operated normally. An is-1 lead was inserted into each lead barrel and each set screw tightened on the lead pin without difficulties. The pacemaker passed all manual electrical measurements and no device anomalies were detected. Visual inspection of the lead revealed insulation damage and deformed conductor coils, both of which are consistent with damage induced during explant. Inspection of the terminal seal rings revealed two areas that appeared to have a void or slight indent. It is suspected that the seal ring deformities may have been due to silicone bonding of the terminal sealing rings to the internal sealing rings in the device header. Analysis of the terminal end separation confirmed that the bond became separated in the area between the insulation covering the terminal pin and anode ring.

Event description:
Boston scientific received information that, during the device change out procedure, a lead was stuck in the header. It was noted that no specific lead was identified. The end of the header was removed and after several attempts the lead was removed. At this time, it is unknown if the patient is pacer dependent. Additional information was requested; however, no further information is currently available. No adverse patient effects were reported. The device was explanted and returned for analysis.